Manufacturer narrative:
Driveline connector was returned for analysis. Based on review of the available information, the root cause of the damaged connector could not be conclusively determined at this time; internal investigation revealed the root cause of these types of events to be external shock to the driveline/controller connector followed by twisting and torquing of the driveline over time. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
This event involved a patient who experienced driveline connector damage post implantation. The patient was implanted on (B)(6) 2011. Approximately two years and six months after the implantation ((B)(6) 2014), the controller would beep randomly, as if there was a new power connection. When checked the controller showed a full battery on power port # 2 then it would read as no power,&#2068;his was verified with several different batteries and then with the ac adapter. Vad coordinators attempted to change out the controller but there was not possible to disconnect the driveline form the controller. The manufacturer representative was contacted and with much effort the controller exchange was successful without adverse event on the patient. Three days later, on (B)(6) 2016, the patient was admitted to the ICU for further assessment of the driveline connector. The manufacturer representative during evaluation noticed that locking mechanism of the driveline connector had difficult switching from locked to unlocked position. Also, it was observed that the driveline connector was not sitting flush against the controller. A manufacturer representative attempted a connector repair to replace the front portion of the connector, but it was not possible to remove the inner components. A splice procedure was completed with a total pump off time of approximately 3 minutes. Patient tolerated pump off time well. Following the splice, it was revealed there was damage to the barrel of the connector body which inhibited the locking mechanism from freely disconnecting.